Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call, the customer was having issues with the meter connecting to the insulin pump. During the call, the customer's spouse stated the customer's blood glucose was 403 mg/dl. The customer treated with the insulin pump. Customer was transferred and no troubleshooting was performed. The customer's spouse is not returning the insulin pump for analysis.